Manufacturer narrative:
Additional information: the patient condition has not improved. The root cause of the symptoms cannot be confirmed. The patient is very upset and a bit despondent. The patient was encouraged to try to get referred to a vascular specialist who may be able to help, although patient seems resistant to pursue that. Patient will follow up with personal physician again and try to seek help. There will be no more information available for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient has reported following venaseal treatment they have developed a serious allergic reaction. The patient has reported that their leg is so painful and disfigured. The patient reports that the doctors nurse practitioner has told the patient that the leg is fine and has kept prescribing medications that have not worked. The patient has written to the physician and has reported this has been ignored. The patient reports their left leg is ok but the right leg which had the procedure first has not healed in any way. The patient reports that the swelling has made it so that shoes cannot be worn and has described the leg as being disfigured with a depressed area, hardness, lumps, and is still bright red since may 2020. The patient reports not feeling well for 1 month after the procedure and reports symptoms of nausea and exhaustion. The patient has reported the physician¿s office reports the leg is fine. The patient reports they cannot take the pain any longer and are ready to cut their own leg off. No further information has been provided